Event description:
An intubated, critically ill pt was unintentionally extubated when ventilator tubing became caught between the mattress and the bed rail of a hill-rom kinetic therapy rotational bed. Due to severe airway edema, morbid obesity and profound aspiration, pt was unable to be re-intubated and died. This the 3rd time in my career of over 20 yrs when a pt has suffered a fatality as a result of the same problem with these beds - vent tubing becoming ensnared by the rotating bed and extubation occurring-. Each time, very experienced ICU nurses were at the bedside when the events occurred. I firmly believe these beds are dangerous when used as the MFR recommends due to the presence of the rotational element.